Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.0 x 12mm nc trek balloon has been unpacked and prepared completely before the incident occurred. The device separated outside the patient's body after preparation and before delivery, patient did not come into contact with the device. Another nc trek was used to complete the procedure. There was no patient involvement. No additional information was provided.